Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venotomy closure of the right common femoral vein was performed using a prostyle device after an ablation interventional procedure using an 8f sheath on (B)(6) 2022. Reportedly, the patient presented with swelling of the leg on (B)(6) 2022. Medical leggings [compression stockings] were worn for a week; however, the condition was not completely improved. An MRI (magnetic resonance imaging) was conducted and stenosis [occlusion] was noted. The physician informed the patient that dilatation could be performed with a balloon dilatation catheter (bdc); however, the patient declined treatment at this time. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of edema and obstruction/occlusion are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.